Event description:
Sorin group received a report that during an installation of an s5 roller pump, when the unit was powered on the pump displayed an error message. There no was patient involvement.

Manufacturer narrative:
There was no patient involvement. The manufacture date will be included in the follow up report. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during an installation of an s5 roller pump, when the unit was powered on the pump displayed an error message. There was no patient involvement. The pump was returned to sorin group for evaluation. The investigation is on-going. A follow up report will be sent when the investigation is complete.